Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl, at the time of incidence. Customer was treated with insulin pump. Customer reported that they were not using auto mode at the time of incidence. Customer reported that they had muscle pain due to high blood glucose level. Customer did not alleged that the insulin pump was under delivering. Customer performed the high pressure test. The insulin pump will not be returned for analysis.